Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1 847attas, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 1847attas, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 1847attas, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 1847attas, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 1847attas, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 1847attas, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); h3:product analysis for 1847drlmtr serial# (B)(6):evaluation confirmed overheating. The device was tested and the maximum temperature was measured to be 135°f. The likely cause of failure could not be determined. It was also noted that the collet depth is out of spec.the stator is loose in the housing. H3: product analysis for 1847drlmtr serial# (B)(6): evaluation confirmed overheating. The device was tested and the maximum temperature was measured to be 137°f. The likely cause of failure could not be determined. It was also noted that the stator is loose in the housing. H3: product analysis for 1847drlmtr serial# (B)(6): evaluation confirmed overheating. The device was tested and the maximum temperature was measured to be 127°f. The likely cause of failure could not be determined. It was also noted that the stator is loose in the housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1 847drlmtr, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 1847drlmtr, serial/lot #: (B)(6), UDI#: (B)(4). H3:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intraoperative use, all three drills were heating up at the hand piece and one drill jumped forward, causing damage to the dura. The drill jumping forward resulted in a dural injury.